Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that his wife¿s onetouch ultra meter was reading inaccurately high compared to her feelings. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that they first became aware of the product issue, on (B)(6) 2018 at 4.30 am, alleging that the patient obtained an inaccurate blood glucose results of ¿76 mg/dl¿ on the subject meter compared to her feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of medications: tresiba 32 units once a day, glipizide tablet 10 mg morning and evening, and metformin 1000 mg morning and evening. The reporter alleged that a minute prior to them becoming aware of the meter issue, his wife had developed symptoms of ¿very slurred speech, hands were shaky, could not stand up, too weak, and felt like her legs were jelly¿. The reporter stated that his wife drunk some orange juice (6 ounces), ate 2 peanut butter crackers and salt crackers with jelly. When she felt no better, at 5.15 am, she was taken to the emergency room. At the emergency room, a blood glucose result of ¿100 mg/dl¿, was obtained on the emergency room meter. The reporter confirmed that the patient did not receive or require any treatment in the emergency room, but she was diagnosed with hypoglycemia and observed for 6 hours. At the time of trouble shooting, the csr confirmed the test strips were stored correctly and had not expired. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms of a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.